Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) spoke with the facility's biomedical engineer over the phone. The stm had the biomed check the system clock. The biomed found that the clock was not set to the correct time which caused the false battery maintenance required message to appear. The biomed set the clock to the correct time and the problem was resolved. The cs300 was then deemed safe to operate.

Event description:
It was reported that the cs300 intra-aortic balloon pump displayed a battery maintenance required message during the routine morning check of the iabp. No patient was involved and no adverse event was reported.